Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer contact reported bent prongs on the plug of the ac power cord. The device was returned to the biomedical engineering department with a report that indicated a broken door. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted the prongs on the ac power cord plug were bent. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.